Manufacturer narrative:
The complaint is confirmed based on the customer-provided photo, which displays the broken suture. However, as the device was not returned for physical evaluation. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 3/15/2022, it was reported by an arthrex employee via email that an ar-8926tknotless tightrope syndesmosis repair implant locking suture broke during tightening. This was discovered during an ankle syndesmosis injury procedure on (B)(6) 2022. Additional information received 3/22/2022: case was completed by removing all broken sutures and using another ar-8926tknotless tightrope syndesmosis repair implant. No further issues has been reported.